Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio-iq meter displayed an ¿error 4¿ message. Per the owner¿s booklet, this error message appears when the meter detects one of the following: not enough sample was applied or more was added after the meter began to count down, the test strip may have been damaged or moved during testing, the sample was improperly applied, or there may be a problem with the meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that she first began to obtain the error message when attempting to test approximately 1 to 1 ½ months prior to contacting lfs; however, confirmed the error message would appear intermittently. On the morning of (B)(6) 2013, the patient stated she developed symptoms of feeling ¿weak, shaky and tired¿ shortly after she had eaten breakfast. At the onset of symptoms, the patient attempted to test her blood glucose but obtained the ¿error 4¿ message. Despite not being able to confirm her blood glucose due to the error message appearing, the patient stated she treated herself with ¿sugar pills¿ and began to feel better afterwards. The patient informed the csr that prior to (B)(6) 2013, she was able to test successfully with the subject meter on the evening of (B)(6) 2013. The patient reported obtaining a result between ¿5.0 and 7.0 mmol/l¿ which was within her normal range. The patient denied making any adjustment to her usual diabetes regimen in response to the reading. At the time of troubleshooting, the csr confirmed the patient was applying the sample correctly to the strip. The patient confirmed the test strips were not passed their expiration date and the strips were drawing the sample into the strips confirmation window. The error message remained unresolved. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that the alleged meter issue caused and/or contributed to this injury. The patient was already symptomatic when she obtained the error message and there is no indication that there was a delay in treatment. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (05/05/2014).the patient¿s meter has been returned on 3/27/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.